Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified coronary artery. When advancing a 3.5x16mm promus element stent delivery system (sds), resistance was encountered. The device was removed and it was noted that the struts were damaged. A different device was used to complete the procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified coronary artery. When advancing a 3.5x16mm promus element stent delivery system (sds), resistance was encountered. The device was removed and it was noted that the struts were damaged. A different device was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed proximal stent damage. Struts at the proximal end of the stent were misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).